Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged power issue started on (B)(6) 2012 at 6:30 p.m. The patient reported managing her diabetes with 100 mg of januvia a day. The patient claimed that 30 minutes after the alleged power issue began she became shaky. The patient reported that a non health care provider (hcp) treated her with food and/or drink at the onset of symptoms. The patient mentioned that at 7 p.m. On (B)(6) 2012, she had her blood glucose tested on her doctor's meter and a result of "60 mg/dl" was obtained. During troubleshooting the cca confirmed that the subject meter needed to have the battery replaced. However, the subject meter would still not power on with a new battery. The cca documented that the patient was using the correct test strips but was unable to turn the meter on with them. The alleged power issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms and a blood glucose result suggestive of a serious injury that required medical intervention by a non health care provider. In addition, the alleged power issue was not resolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.